Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl. The customer resolved the issue by changing the cartridge and resumed insulin, opting not to engage in further troubleshooting.